Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 697482-invalid) for female sterilisation. The patient had a medical history of obesity, elective abortion (1), miscarriage (4), vaginal delivery (2), pap smear abnormal, smoker (day smoker. Tobacco: 5 cig per day per day), migraine, dysplasia, neurologic disorder nos, dysmenorrhea and menorrhagia. Pt has 5 days of heavy bleeding with passage of clots since her last visit. Patient c/o vasomotor sx. Fsh 3.9. Tvs normal. Patient is concerned with multiple sex. - menses: monthly: q: 28 days; days flow: 7-10; heavy days: 7-10; clots; dysmenorrhea; interruption of daily activity; irregular: q: 1-2 months; skipped cycles; intermenstrual bleeding. Previously administered products included: wellbutrin and pyridium. The patient had a family history of breast cancer and malignant neoplasm of ovary. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1409 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy. Colpopexy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the cornual region was observed. There were 4 coils visible protruding through the right tubal ostium, the same procedure was performed on the left tubal ostium. There were 3 coils visible protruding through the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.858 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: hysterosalpingogram. History: status post tubal occlusion. Findings: the uterus is filled in a retrograde fashion. The uterus cavity is filled with contrast. The fallopian tubes are occluded bilaterally. Impression: the fallopian tubes are occluded bilaterally. [Pathology test] on (B)(6) 2018: final diagnosis: - cervix with dysplasia ranging from mild to severe (cin I-cin il), free of ectocervical margin. - secretory endometrium without complex hyperplasia, atypia, or malignancy. - myometrium with no significant histopathologic abnormality. - bilateral fallopian tubes with gross evidence of coiling, otherwise no significant histopathologic abnormality. Specimen: uterus, fallopian tubes and cervix. Gross description: the right fallopian tube measures 6.8 cm in length and has an average diameter of 0.5cm. Contained within the lumen of the proximal end of the fallopian tube is a coiled portion of metallic wire that is stretched upon removal and measures after being stretched 10.5 cm in length x less than 0,1 cm in diameter, the remainder of the fallopian tube is grossly unremarkable. The left fallopian tube measures 6.8 cm in length and has an average diameter of 0.5 cm. Sectioning reveals located within the proximal lumen of the fallopian tube is a coiled portion of metallic wire measuring approximately 2.2 cm in length x less than 0.1 cm in diameter before being stretched and elongated upon removal. The remainder of the fallopian tube is grossly unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 697482) for female sterilisation. The patient had a medical history of obesity, elective abortion (1), miscarriage (4), vaginal delivery (2), pap smear abnormal, smoker (day smoker. Tobacco: 5 cig per day per day), migraine, dysplasia, neurologic disorder nos, dysmenorrhea and menorrhagia. Pt has 5 days of heavy bleeding with passage of clots since her last visit. Patient c/o vasomotor sx. Fsh 3.9 tvs normal. Patient is concerned with multiple sex. - menses: monthly: q: 28 days; days flow: 7-10; heavy days: 7-10; clots; dysmenorrhea; interruption of daily activity; irregular: q: 1-2 months; skipped cycles; intermenstrual bleeding. Previously administered products included: wellbutrin and pyridium. The patient had a family history of breast cancer and malignant neoplasm of ovary. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1409 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy. Colpopexy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the cornual region was observed. There were 4 coils visible protruding through the right tubal ostium, the same procedure was performed on the left tubal ostium. There were 3 coils visible protruding through the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.858 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: hysterosalpingogram. History: status post tubal occlusion. Findings: the uterus is filled in a retrograde fashion. The uterus cavity is filled with contrast. The fallopian tubes are occluded bilaterally. Impression: the fallopian tubes are occluded bilaterally. [Pathology test] on (B)(6) 2018: final diagnosis: - cervix with dysplasia ranging from mild to severe (cin I-cin il), free of ectocervical margin. - secretory endometrium without complex hyperplasia, atypia, or malignancy. - myometrium with no significant histopathologic abnormality. - bilateral fallopian tubes with gross evidence of coiling, otherwise no significant histopathologic abnormality. Specimen: uterus, fallopian tubes and cervix. Gross description: the right fallopian tube measures 6.8 cm in length and has an average diameter of 0.5cm. Contained within the lumen of the proximal end of the fallopian tube is a coiled portion of metallic wire that is stretched upon removal and measures after being stretched 10.5 cm in length x less than 0,1 cm in diameter, the remainder of the fallopian tube is grossly unremarkable. The left fallopian tube measures 6.8 cm in length and has an average diameter of 0.5 cm. Sectioning reveals located within the proximal lumen of the fallopian tube is a coiled portion of metallic wire measuring approximately 2.2 cm in length x less than 0.1 cm in diameter before being stretched and elongated upon removal. The remainder of the fallopian tube is grossly unremarkable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.